Manufacturer narrative:
Review of pump logs by tandem technical support on 06/29/2016 indicated that the customer was not adequately charging the pump, and was not keeping up with the timely changing of pump cartridges before insulin ran out. Contact states that customer has reinstated use of pump therapy and has been doing great.

Manufacturer narrative:
No functional testing was performed. Contact states that the customer is in this hospital-program due to his "mis-management of bgs" that she states is an ongoing issue with the customer over the past approximately 1.5 years. The contact states that this hospitalization is not due to the pump or pump-supplies. Contact states that the hospital-staff has resolved the customer's high bgs with insulin injections and education.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was admitted to an in patient diabetes management program on (B)(6) 2016. Reportedly, customer was admitted to the program due to mismanagement of blood glucose (bg) levels for the last 1.5 years which began prior to beginning tandem pump therapy. While in the program, the customer was removed from the pump and reverted to insulin injections for diabetes management. Contact reported that the customer is currently still admitted to the program.